Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did load properly on the sterile field prior to being used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaint cs-cpl-2017-00224 & cs-cpl-2017-00241 total of 3 products.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was engaged. The plunger was fully depressed on the delivery device. The delivery device was taken out from the loading device for inspection. The seal and tension spring assembly still remained inside the loading device. The seal and tension spring assembly were unable to be removed as it was deep inside the loading device. The seal was observed through the window of the loading device. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for reported failure mode "failure to load" and analyzed failure "premature deployment" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did load properly on the sterile field prior to being used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaint (B)(4) total of 3 products